Event description:
A customer reported an issue with a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the customer to remove the cartridge and deliver a 9-unit bolus, affecting the insulin on board. The bolus was completed successfully, and the customer was able to reload the cartridge and resume insulin therapy, resolving the issue.